Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
On (B)(6) 2013, during pre-test of device, the product was getting hot. Device was not used in surgical procedure. No patient involvement and no harm to user reported.